Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 19:00:49. During night drain cycle three, the patient's ultrafiltration reading was 1659ml, indicating the home patient (hp) drained 1544ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.